Event description:
According to the report, the patient had a hero graft implanted 5-6 weeks prior to this event. The hero graft clotted so a declot procedure was scheduled. It was noted on imaging that there was "vegetation" in the heart, so the declot procedure was postponed. It was determined that the vegetation was on the heart valve, but the hero graft was explanted as a precaution to the patient. The rep attended the explant and noted that the oc was clean, but observed that the connector and eptfe graft had some pus. The patient is currently using a femoral tunneled catheter for access.

Manufacturer narrative:
According to the report, the patient had the hero graft implanted approximately 5-6 weeks prior to this reported event. The hero graft clotted so a declot procedure was scheduled. Prior to the declot procedure, imaging noted that there was "vegetation" in the heart; therefore, the declot procedure was postponed. It was determined that the vegetation was on the heart valve, but the hero graft was explanted as a precaution. Therefore, an investigation was performed. The cryolife cardiovascular representative who was present at the explant observed that the explanted hero outflow component looked clean, but the connector and eptfe graft did have some pus visible. The explanted material was sent for culture; however, attempts to obtain the culture results were unsuccessful. The hero graft instructions for use (IFU) lists infection as a potential adverse event. Possible reasons for the infection include that presence of a femoral tdc for bridging, improper aseptic technique during cannulation, improper aseptic technique at implant, and pre-existing infection from previous tdcs or avgs. Possible reasons for vegetation on the heart valve include infection seeded elsewhere traveled to the heart or a piece of clot become lodged on the heart valve and became infected. However, no definitive conclusions can be made with the available information.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported is accurate or has been confirmed.